Event description:
A customer reported that prior to a case it was noted that there were burrs on the phacoemulsification tip cover and that the tip was difficult to remove. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece (hp) was returned for evaluation. The phaco handpiece was manufactured on april 13, 2011. Based on qa assessment, the product met specifications at the time of release. Phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed denting on the irrigation line; otherwise there were no other visual nonconformities. A fingernail was used to attempt to penetrate through the cable jacket of the hp and the ground resistance of the hp was checked. The hp was then connected to a calibrated system hotbed and was unable to be recognized. The hp was connected but was still unable to be recognized. No further testing was performed, sample is being returned to the customer. No phaco tip (unspecified product) was returned for burrs at the top. No phaco lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. The root cause of hp non-recognition is caused by moisture ingress due to air bubbles within the connector potting area of the hp. This ingress results in damage to the eeprom boards. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).